Event description:
Boston scientific received information that during a device change out procedure when the physician connected the right atrial (ra) lead to the new device, it exhibited high out of range pacing lead impedance measurements of greater than 2000 ohms when in bipolar configuration. However when the ra lead was tested with multiple different pacing system analyzers (psas), it yielded appropriate measurements of 400 ohms. It was noted that the patient was in chronic atrial fibrillation (af) with appropriate sensing. The physician attempted another device with the same results. Since the ventricular pace and shock impedance measurements were normal and the patient rarely atrial paces, the physician opted to leave the second device and ra lead implanted in the patient. No adverse patient effects were reported. This device was attempted and not implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.